Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 450 mg/dl. The insulin pump said the bolus timed out. Troubleshooting was declined. The tape got stuck on the infusion set and caused his high blood glucose level. The device was not returned.